Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.3-12.3cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an even observed during analysis.